Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a sheath kink was observed. The case was able to be completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the sheath showed that the device was not intact and there was a kink 2.57 inches from the tip of the sheath. In conclusion, the sheath failed the return product inspection test due to a kink 2.57 inches from the tip of the sheath. If information is provided in the future, a supplemental report will be issued.